Event description:
They said I would have less bleeding and gave me the beautiful little glossy pamphlet. I thought this sounds great. The more I dug into the procedure and the fact that I was not a good candidate, they said ablation was my only option, I was too young for a hysterectomy. Well I had the procedure done in january, woke up cramping badly. They said it was part of the procedure. Went home. Cramping only got worse as the days went by. Went to ER, they wouldn't even touch me after I told them. I had ablation two weeks prior, said go to gyn. Had appt, said I have to give it three months to take. Cramping and periods were worse than they were before. Finally got in to see gyn in july, because he kept rescheduling. Hysterectomy in november now, said it had failed, and I had pats, if they would have listened before, I would not be going back for a second surgery.